Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the permanent implant procedure (B)(6) 2019 wherein the physician was unable to access the patient's epidural space. During the third attempt, the patient experienced a csf leak. The lead was not implanted. As a result, the procedure was abandoned.